Event description:
Medics were monitoring a pt (age and gender unknown) and the unit lost power. The medics inserted a fresh battery and the unit functioned properly for the duration of the call. There was no adverse effect on the pt. The next day, the medics were monitoring another pt (age and gender also unknown) and the unit's monitor screen went blank. They inserted a fresh battery, but the unit did not regain power. The medics continued the transport with the unit still set in the monitor mode. The medics indicated that after "a few minutes the unit did regain power. There was no adverse effect on the second pt.